Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one abutment for evaluation. A visual evaluation was performed for the returned abutment, and it was fractured at the threads. Threaded piece was not returned. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The abutment was fractured at the threads, threads were not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the abutment screw fractured and that a flap had to be performed to access the screw. Tooth 20.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D4: lot number is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k013227.